Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the monopolar curved scissors (mcs) steel cable broke. There are no reports of complications in this process, nor did any friction/collisions occur during the surgical procedure. Movements preserved. 1/10 remaining lives. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.